Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report. Based upon the information obtained from baxter's investigation, the root cause of the air in tubing was user error - the patient connected before priming was complete. Since there was no allegation of a product malfunction, a batch review and sample evaluation will not be conducted. The patient at-home guide instructs users how to prime the set, warns to not continue therapy after prime unless the fluid level is at or near the connector at the end of the disposable set patient line, and instructs when and how to connect themselves to the patient line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services (gts) regarding connecting before priming on the homechoice (hc) unit. The hp stated she accidentally connected before prime and then started the prime cycle. The hp stated she realized her mistake and disconnected from the hc putting a flexicap on the patient line. The hp stated the hc displays "connect yourself" but there was still air in the patient line. The technical service representative (tsr) assisted the hp to make sure the flexicap was loose on the patient line and then assisted to reprime. The hp stated the line primed completely and she would call back with any problems. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.